Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was microscopically examined and had wear at a fold in the shell. The cuff did not pass visual testing. The cuff passed leakage testing. This investigation is assigned a most probable conclusion code of cause not established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cuff connecting tube was found. The cuff was replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cuff connecting tube was found. The cuff was replaced. No patient complications were reported.